Manufacturer narrative:
D4: the part number / model number, lot number or product sizing information for product unfortunately was unknown. The end user only stated that aquacel ag surgical dressing was used, although the complainant was unable to provide the exact icc (product reference code). Therefore, the nearest model number 412010 has been captured. Name of the hospital: (B)(6). Name of medication: zyrtec: cetirizine claritin: loratadine. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
The end user reported that one unknown company's dressing was difficult to remove. The consumer's surgeon who estimated the bandage was six inches long. The end user was instructed to leave the dressing in place for seven days. She removed the dressing on (B)(6) 2025 which was the sixth day due to symptoms she experienced with the dressing in place. Between the third and fifth day, the end user felt the skin underneath was very prickly and itching under the adhesive portion. She noted some redness just outside of the dressing margin. The patient removed her dressing using the taffy pull to the best of her ability as it was difficult to self-remove the dressing using her non-dominant hand. She also had very loose skin. Upon removal, the skin under the entire dressing was red and raised and there was thick, excess adhesive left behind which she removed with soap and water. Within 4-5 hours after removal, the entire shoulder and underarm itched and broke out in hives. End user thought that the surgical site was closed with surgical glue and suturing and did not know what was used to prepare the surgical site. She was alternating with ice and warm compresses. She was advised to use hydrocortisone cream to the rash areas, not on the incision. The incision was healing well and not infected but then the rash later spread to her chest and right elbow. She was advised to take antihistamines (cetirizine and loratadine) with hydrocortisone cream by the surgical team. The end user reported symptoms have not worsened but also have not improved and she would follow up with a dermatologist if advised by her surgical team. She had not taken the antihistamine at this time and was alternating with ice/heat and applying hydrocortisone cream to the rash areas. Photographs depicting the issue were received from the complainant.